Event description:
Reporter alleged obtaining discrepant blood glucose values of 526 mg/dl back to back with a result of 96 mg/dl when testing was performed 1 minute apart on the advantage system. Reporter stated he was experiencing hypoglycemic symptoms during the time of the testing and self treated with juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.